Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01528 / 01529).

Event description:
Patient underwent a hip revision procedure approximately nine years post-implantation due to pain and suspected infection. Tests for infection were found to be negative. During the procedure, the surgeon was unable to remove the modular head and taper adapter assembly. The surgeon used a surgical burr to cut the head off of the taper adapter. This resulted in a delay between 90 and 120 minutes. The modular head and taper adapter were replaced and an active articulation bearing was implanted.